Event description:
A vaxcel pasv PICC was placed for therapeutic purposes in 2004. Forty-six days laters, a leak occurred outside of the pt's skin, proximal to the suture wing. The PICC line was replaced.